Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment, vascular thrombosis, unintended parent artery occlusion, and coil misplacement as potential complications associated with use of the device.

Event description:
It was reported that during repositioning of an embolization coil in a ruptured aneurysm, resistance was encountered and then the coil detached in the vessel. Hemostasis was successfully achieved; however, the coil was positioned suboptimally, a little lower than expected, which occluded a relatively large splenic vessel. As a result, the patient received appropriate vaccines due to the possible risk of splenic infarction and potential for asplenia. There was no clinical consequence to the patient, and the patient is currently reported to be feeling well.